Event description:
The patient was treated with the implant of an afx2 bifurcated stent graft (bsg), an afx vela suprarenal, two ovation ix iliac limbs, and an ovation ix extender on (B)(6) 2022. Approximately two years after the initial procedure, intervention was completed on (B)(6) 2024 with the implant of an afx2 bsg an afx vela infrarenal, and an ovation ix iliac limb to treat aneurysm enlargement, a type ib endoleak of the right common iliac (rci) artery, type iiib endoleak of the distal main body, and loss of overlap of the left ovation ix iliac limb from the afx2 bsg. (Reported under MFR# 3011063223-2024-00120). Approximately one year post intervention, during a procedure to treat an unrelated heart issue, the catheter pushed the afx2 bsg up and the ovation ix extender in the rci slipped out of the afx2 bsg causing a type ib endoleak. Reintervention occurred on (B)(6) 2025. Reportedly, the iliac was tortuous. The physician made multiple attempts to keep the right iliac open but failed and was unable to place a new, right common iliac artery graft. The procedure converted to an aorto-uni-I liac (aui) with a left to right femoral bypass. The patient was reported as having no abdominal pain and improvement in some symptoms post re-intervention.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it was discarded at the hospital. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the unable to advance (unable to cannulate), convert to aorto-uni-iliac, left to right femoral to femoral bypass and additional surgical procedure complaints are confirmed. This is consistent with the reported adverse event/incident. There was off label concomitant product use of ovation with afx2. Two ovation limbs were present in the right, one ovation limb and one ovation extension placed in left. This likely contributed to the inability to place a right iliac stent. It was reported that a heart catheterization done after the secondary procedure caused movement the right iliac ovation stent. This could have contributed to the reported event; however this could not be objectively confirmed as no notation of the heart catheterization procedure or the movement following was in the medical records received. The complaint is likely user related. No procedure related harms were identified. The final patient status was reported as discharged to home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Additional codes: h6 - annex e: 4867.